Manufacturer narrative:
(B)(4). Reported event of sheath broken at the guidewire access port. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 17, 2016 that a wallflex biliary covered stent was to be used in the common bile duct to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent but the sheath broke at the guidewire access port and the stent failed to deploy completely. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex ¿ biliary stent and delivery system was returned for analysis. The device was returned not deployed. Visual evaluation found that the outer sheath was broken at the point between the blue outer sheath and clear guidewire access port and the clear outer sheath was bent. In addition, the inner shaft kinked. Functional evaluation found the stent could not be deployed as received. However, the stent could be manually deployed. No other issues were noted with the device. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 17, 2016 that a wallflex biliary covered stent was to be used in the common bile duct to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent but the sheath broke at the guidewire access port and the stent failed to deploy completely. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.